Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-jun-2024, it was reported that the patient faced infection at infusion set insertion site, which cause the patient blood glucose elevated to 300 mg/dl. The infusion set was in use for approximately 1 to 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.